Event description:
It was reported that when the surgeon was trying to unscrew the draw rod from the screw, the threads on draw rod broke off. The broken fragment remained in the screw, which remains implanted in the patient. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Lot # 152425. Result: device was confirmed to have its tip fractured as reported. The tip remained in the screw which was left in the patient. No adverse consequences were reported at this time. Manufacturing history was reviewed and no issues were identified. The device was used 100s of times and the device was found to be about 3 years old at the time of the event. The instruments IFU states that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. The most likely root cause is normal wear and tear due to the device's extended use.

Event description:
It was reported that when the surgeon was trying to unscrew the draw rod from the screw, the threads on draw rod broke off. The broken fragment remained in the screw, which remains implanted in the patient. There are no reports of adverse consequences to the patient.